Manufacturer narrative:
Stryke evaluated the customer's device and was unable to duplicate the reported issue but was able to verify it in the device's electronic files. Stryker replaced the user interface (ui) pcb assembly as a precautionary measure. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. The replaced ui pcb assembly was returned to stryker product analysis center (pac) for further evaluation. The pac technician was not able to duplicate the reported issue. Therefore, a root cause could not be determined.

Event description:
The customer contacted stryker to report that their device would not provide defibrillation therapy because the sync button was jammed. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not provide defibrillation therapy because the sync button was jammed. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.